Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 5052 washer and identified that the manifold located inside of the unit cracked spraying water directly at the corner of the door causing water to leak out onto the floor. The amsco 5052 operator manual states (p. 1-2), "to prevent slips, keep floors dry. Promptly clean up any spills or drippage. For spills or drippage of detergents or other chemicals, follow safety precautions and handling procedures set forth on detergent or chemical label and/or safety data sheet (sds)." The amsco 5052 washer was repaired and found to be operating according to specifications. A review of all complaint records indicates this to be an isolated event. No additional issues have been noted.

Event description:
The user facility reported that their amsco 5052 washer was leaking water onto the floor. No report of injury.